Event description:
I used a philips holter monitor and after use I noticed I had burns on my skin. They started out as stinging areas and after removing the monitor I could visibly see the damage. I had the monitor on for two weeks and now I have a scar on the center of my chest.